Event description:
A customer reported that their device's screen was lighting up but not displaying any information, making interaction with the pump impossible. The customer's blood glucose level was reported as 50 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. A replacement pump was sent to resolve the issue.